Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. The reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the subject device exhibited noise in the image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date of the subject device updated field: h4.

Event description:
No new additional information received from the customer.